Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 06/04/2025. It was reported that on 05/20/2025, the patient reported experiencing elevated continuous glucose monitor (cgm) readings over the previous two days. Although specific cgm values were not provided, the patient stated he had been self-administering insulin boluses in response. Around 12:30 p.m., while visiting a bank, a staff member noted that the patient appeared red and sweaty. Shortly thereafter, the patient became confused, disoriented, dizzy, and lost his balance, ultimately falling in the hallway. Emergency medical services (ems) were called by bank staff. Upon ems arrival, the patient¿s blood glucose (bg) meter reading was reported as ¿low¿ (no specific value provided), while the cgm reading was 197 mg/dl, indicating a discrepancy. The patient was treated by ems with an unspecified medication. Due to confusion and dizziness, the patient was unsure of what was administered. The patient rested at the bank for approximately one hour and was not transported to the emergency room. He returned home around 7:00 p.m. The same day. At the time of the report, the patient was feeling ¿okay,¿ with a bg meter reading of 124 mg/dl and a cgm value of 136 mg/dl. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. The patient reported experiencing elevated cgm readings over the previous two days. Although specific cgm values were not provided, the patient stated he was self-administering insulin boluses in response. The patient was using an omnipod insulin pump at the time. On (B)(6) 2025, at approximately 12:30 pm, while visiting a bank, a staff member observed that the patient appeared red and sweaty. Shortly thereafter, the patient became confused, reported feeling disoriented (¿did not know what was going on¿), dizzy, and lost his balance, resulting in a fall in the hallway. Bank staff immediately contacted emergency medical services (ems). Upon ems arrival, the patient¿s blood glucose (bg) meter reading was 136 mg/dl, while the cgm reading was 197 mg/dl. Ems administered an unspecified medication; the patient was unable to identify it due to confusion and dizziness. He remained at the bank to rest for approximately one hour and was not transported to the emergency room. The patient returned home around 7:00 pm the same day. At the time of reporting, he stated he was feeling ¿okay,¿ with a bg meter reading of 124 mg/dl and a cgm value of 136 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. There were no reported glucose values available to search within the parkes error grid calculator when the patient had symptoms on (B)(6) 2025. The paramedics arrived and performed glucose comparison, and it was reported to fall within the b zone of the parked error grid. The reported glucose values fall within the a zone of the parkes error grid at the time of reporting. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.